Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had revision surgery on (B)(6) 2012 during which the surgeon noted extensive adhesion of omentum and loops of small bowel severely attached to the previously placed mesh. It was reported that the patient experienced severe pain, bowel obstruction and lysis of adhesions. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 09/15/2020.